Event description:
It was reported that the ventricular lead exhibited noise reversion episodes. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.